Event description:
It was reported that the 9800 system would not work in cine mode and had a saturation error message during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced, and the filament was calibrated during the service call.